Event description:
It was reported that the power consumption of this device was at 136% with the atrial and ventricular output normal and the mode switch around 1% plus the battery estimation drop from four years to two and a half years in one year time interval. Technical services (ts) reviewed the device and confirmed that the device was depleting prematurely. Ts discussed replacing the device within ninety days. No adverse patient effects were reported. The device remains implanted to date.

Manufacturer narrative:
This report is being filed to correct the initial reporter section.

Event description:
It was reported that the power consumption of this device was at 136% with the atrial and ventricular output normal and the mode switch around 1% plus the battery estimation drop from four years to two and a half years in one year time interval. Technical services (ts) reviewed the device and confirmed that the device was depleting prematurely. Ts discussed replacing the device within ninety days. No adverse patient effects were reported. The device remains implanted to date.